Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision was performed and the system was removed from service and replaced. There was no obvious fracture to the lead; however, a pinch point was visualized where the two leads interfaced. No adverse patient effects were reported.